Manufacturer narrative:
Investigation results: device analysis findings: upon receipt at our post market quality assurance laboratory, this epic device was examined. A visual examination found the stent of the device to be fully deployed from the delivery system. No issues were found with the stent. The inner sheath of the device was noted to be kinked just proximal of the tip. No damage was noted to the tip, handle or any other part of the device during analysis. DHR (device history record) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: updated: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the epic device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
Reportable based on device analysis completed on 05may2026. It was reported that crossing difficulty occurred. The target lesion was located in the iliac artery. A 9 x 80 x 75 mm epic stent was selected for treatment. During the procedure, the device was unable to cross the lesion. The procedure was completed using another of same device. There were no reported patient complications associated with this event. However, returned device analysis revealed inadvertent stent deployment.